Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the centrimag system was running as left ventricular assist device (lvad) patient was in an intensive care unit bed. The pump speed was set at 3500 rotations per minute and 5-6 liters per minute. The pump speed suddenly dropped to 2900 rotations per minute and no flow. The console was exchanged, and the pump began running fine. Related regulatory reference report MFR # 3003306248-2024-00450.

Manufacturer narrative:
Manufacturer's investigation conclusions: the centrimag motor, serial (B)(6), was evaluated following the reported event of the centrimag console dropping in speed and having no flow. Data from the reported event date of (B)(6) 2024 in the returned centrimag console log file was reviewed. On (B)(6) 2024 at 04:44:42, the "system alert: s3" alarm activated due to a sf_flow_supply_m15v sub fault flag. This resulted in speed dropping from 3600 rpm to ~2800 rpm and flow dropping to 0 lpm. The speed was attempted to be changed to 3600 rpm but the speed did not increase. There were no other notable alarms active in the log file. The returned centrimag motor was evaluated at the european distribution center. The system was in good condition, no anomalies were found. The motor was functionally tested and passed all tests. Preventative maintenance was performed and all old labels were cleaned and removed. The centrimag console was evaluated and was found to have a damaged lmcebpx pcba which was the root cause for the reported event. The reported event was not correlated to an issue with the centrimag motor. The device history records were reviewed for the centrimag 2nd generation primary console serial #: (B)(6) and the console was found to pass all manufacturing and qa specifications. The 2nd generation centrimag system operating manual provides information regarding emergencies/troubleshooting in section 9. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 11.1 entitled "appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including s3 alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.